Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, there was tactile issue with the ¿up¿, ¿down¿ and ¿ok¿ buttons, and moisture was evident behind the display. No issue with delivery was noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2015 device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find contamination under any of the button contacts. Unrelated to the complaint, moisture was observed behind the display. A display lens leak was found during the leak test. Pump casing was open and evidence of moisture intrusion was found on the display connector wire.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.